Event description:
When device was being prepped, it seemed the stent was not on the balloon properly. The device was not used for the procedure. Product is not available for return.

Manufacturer narrative:
When device was being prepped it seemed the stent was not on the balloon properly. The device was not used for the procedure, was stored and prepped appropriately and was discarded. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened at this time. With the limited amount of information available and without return of the product for analysis, it is not possible to draw a clinical conclusion between the device and the event.